Event description:
Pt emailed the company to report that a gastroscopy examination will be performed for an unk reason. An investigation is in progress. F/u findings: pt later contacted allergan and reported that [the pt] was referred for gastroscopic examination due to periodic stomach pain and problem to swallow even liquid. The pt was examined and it was observed that the band had cut through the stomach with a band erosion diagnosed. The band will be removed and a gastric-bypass is planned after the pt is healed.

Manufacturer narrative:
(B)(4). The product associated with this report has not been returned as the device has not been explanted yet. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis, when it is explanted. The surgery has not occurred, so allergan has not received the device nor performed analysis at this time. Erosion, obstruction, dysphagia and abdominal pain are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further info from the reporter regarding the model and serial number of the device and the name of the implant and explant surgeons have been requested. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery, after the use of gastric irritating medications, after stomach damage and after extensive dissection or use of electro-cautery, and during early experience. Symptoms of band erosion may include reduced weight loss, weight gain. Access port infection, or abdominal pain. Re-operation to remove the device is required." "Re-operation for band erosions may result in a gastrectomy of the affected area. Eroded bands have been removed gastroscopically in a very few cases, depending on the degree of erosion. Consultation with other experienced lap-band system surgeons is strongly advised in these cases." Device labeling addresses the reported event of obstruction as follows: "obstruction of stomas has been reported as both an early and a late complication of this procedure. This can be caused by edema, food, improper initial calibration, band slippage, pouch torsion, or pt non-compliance regarding choice and chewing of food." Device labeling addresses the possible outcome of dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures." Device labeling addresses the reported event of pain as follows: "11 pts must be carefully counseled on the need to report all vomiting abdominal pain or other gastrointestinal or nutritional issues as these symptoms may indicate a condition not related to the lap-band system."